Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee artery. A 3mmx20mmx144cm coyote¿ es balloon catheter was advanced for dilatation. However, on the 2nd inflation at 10 atmospheres, the balloon ruptured. The device completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
The device was returned for analysis. Returned product consisted of a coyote es balloon catheter. There was contrast in the inflation lumen and balloon. There were numerous hypotube kinks and the tip was damaged. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 2mm distal of the proximal markerband was revealed. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the markerbands that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee artery. A 3mmx20mmx144cm coyote es balloon catheter was advanced for dilatation. However, on the 2nd inflation at 10 atmospheres, the balloon ruptured. The device completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.